Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm performed a compressor test and found the scroll compressor not actuating. The compressor was inspected and reconnected to the back plane. The compressor performance was restored. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not inflating and deflating. No patient harm, serious injury or adverse event was reported.